Event description:
The customer reported that insulin from the reservoir leaked and caused his blood glucose to rise. The customer does not remember the exact date, but it happened a month ago. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.